Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided seroma and alcl (contralateral side). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with mentor siltex contour profile saline-filled breast implants in approximately 2006, and developed pain/swelling (presumably of the left breast) postoperatively. In (B)(6) 2016, the patient had fluid aspirated from her left breast where a seroma had developed. The cytology and flow symmetry results were positive for a diagnosis of bia-alcl. In (B)(6) 2016, the patient underwent explant surgery. After surgery, the patient had a depleted immune system and developed pneumonia. She was hospitalized several times for lung treatments. Thereafter, she had regular pet and CT scans and continues to follow up with her oncologist and plastic surgeon. The patient recently learned that she has new cysts or lesions on both breasts that are being watched. She fears that this is a recurrence of her bia-alcl. No follow up was completed for this case due to pending legal action. No operative notes, pathology results, cytological evaluation, or oncologist reports were provided to mentor. The patient's history with other implants/implant manufacturers is unknown. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right prosthesis.